Manufacturer narrative:
The device was not returned for analysis. Attempts were made to obtain the device. However, they were unsuccessful. The lot history record review was not possible since the lot number was not reported. (B)(4).

Manufacturer narrative:
The guidewire was returned with the catheter and it was unable to be removed from within the catheter. The guidewire punctured the catheter proximal of the distal marker band and protruded from that puncture site for approximately 2.5 cm. The coating of the guidewire was found to be damaged at several locations. The outer coils of the guidewire were found to be damaged at approximately 2.5cm from the distal end of the guidewire. The guidewire damage can occur when there is inadequate hydration of the guidewire coating, as this can result in sticking and difficulty handling. In addition, it is possible the cause for the punctured catheter may have been due to the shaft wall thickness becoming too thin due to shaping of the microcatheter. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Medtronic received information that during the preparation for coiling of an aneurysm, the echelon catheter was perforated by the silverspeed guidewire. There was no harm to the patient. The devices were never used to treat the patient. Same event as MDR# 2029214-2015-00603.